Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i access immunoassay system generated falsely high cartridge chemistry (cc) creatinine (cr-s) and blood urea nitrogen (bun) results for two (2) patient samples on two (2) different days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013 for one (1) adult patient. The sample was rerun and recovered lower results within the reference range. The false results were reported out of the laboratory; however, were questioned by the physician and amended reports were issued. The results provided by the customer are shown in this report. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. Other chemistries were run on these samples but not questioned or repeated. No other chemistries or patient samples were affected. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) prior to and after the event was within laboratory established ranges. The customer provided quality control (qc) and calibration data for the bun and cr-s assay that appear acceptable. The samples are collected in plasma heparinized green top tubes and centrifuged for 5100 rpm in a small stat spin for 3 minutes. The samples are stored at room temperature. A bec field service engineer (fse) was initially dispatched on (B)(4) 2013 to evaluate the instrument. The fse performed multiple hardware repairs, but the issue was not resolved. The fse returned on (B)(4) 2013, to further inspect the instrument. The inspection revealed that the cc sample syringe plunger was worn down mildly and the glass barrel was starting to show some rust discoloration. The fse replaced the whole syringe and both reagent cc sample probes. The fse completed all cc side alignments and check photometer settings. The fse recalibrated several chemistries and ran qc which all recovered within the laboratory established ranges. Failure mode is hardware; replacement of the cc sample syringe has resolved the issue. MDR 2050012-2013-00665 is associated with this event and documents the similar event that occurred on (B)(6) 2013.